Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend springs were worn. He replaced the trend springs to repair the bed.